Event description:
The guidewire was inadvertantly removed during sensor delivery, causing movement of the delivery system without guidewire support. When the delivery catheter was removed, the physician noted that the nose cone was detached. The nose cone was removed and a second device was inserted without difficulty. The pt was discharged without further incident.